Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, rectocele, and cystocele and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent: mesh excision on (B)(6) 2011 due to mesh erosion, hysterectomy and vaginal mesh removal on (B)(6) 2012, laparoscopic left salpingo-oophrectomy, colonic adhesion lysis on (B)(6) 2012 due to infected ovary and tube with colonic adhesions, left tubo-ovarian abcess. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006; mesh were implanted and on (B)(6) 2012 tvt-exact was implanted into the patient. It is reported that both procedures were performed at the same hospital. It is further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 4/15/2016.